Event description:
It was reported to philips by the customer that the device would not turn on and customer was unable to run opts-check. The user reported that a patient was involved, however no patient harmed was reported to philips.